Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that following insertion patient experienced infection, urinary problems, bleeding and vaginal scarring. It was reported that patient underwent excision of posterior vaginal suture lines on (B)(6) 2002 due to abdominal discomfort, bladder spasms, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair, transvaginal hysterectomy, left oophorectomy and cystoscopy due to symptomatic pelvic relaxation and sui.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent hysterectomy and left oophorectomy on (B)(6) 2001.